Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a ventricular detection as the wavelet feature could no longer withhold detection due to changing ventricular morphology.

Event description:
It was reported that the patient had a episode of ventricular tachycardia and therapy was initially withheld but the patient later received inappropriate antitachycardia pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.